Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and broken belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, keypad overlay texture damage and pillowing keypad overlay. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the back of the pump. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer mentioned pump had a crack. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712kl was requested and the device was returned.